Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that customer was hospitalized due to hyperglycemia on (B)(6) 2019 around 4 pm to (B)(6) 2019 around 12 pm. The customer blood glucose level was 497 mg/dl and 501 mg/dl at the time of incident and current blood glucose value was 200 mg/dl. Customer was treated with two bags of fluid for electrolyte and (B)(6) for potassium supplement. Customer also stated that insulin pump had motor error alarms. Customer stated the drive support cap appears normal. Customer stated insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated that in the pump alarm history contains more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. No cosmetic damage noted. (B)(4).